Manufacturer narrative:
Other contact phone number: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that prior to use the cardiosave hybrid type b plug intra-aortic balloon pump (iabp) unit's helium tank is leaking. There was no patient involved.